Event description:
The customer reported the image on the system is grainy and washed out. No pt injury was reported.

Manufacturer narrative:
The user turned off the auto brightness option and also the roi (region of interest) is not placed in the center, it was on a side. The ge rep suggested the customer not to turn off auto brightness option. Functional check carried out system works as intended.